Manufacturer narrative:
(B)(6). The subject device was evaluated. Device evaluation noted the suspected disconnection (image noise) customer reported was not reproduced. Further inspection noted the bending angle is insufficient due to the elongation of the angle wire. The curved rubber adhesive part found chipped. Evaluation findings noted the customer reported issue was not able to reproduced. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request reported with an issue of suspected disconnection (image noise). The issue occurred during an unknown event. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the defect of image sensor unit or failure of internal board of video connector unit or the system. Olympus will continue to monitor field performance for this device.